Event description:
I can¿t imagine this stuff not staying inside your body - vagina [foreign body in reproductive tract]. Painful to shove inside - vagina [vulvovaginal pain]. Uncomfortable - vagina [vulvovaginal discomfort]. Painful to shove inside [complication of device insertion]. Tampon... Pulls apart and comes apart [device breakage]. Case narrative: consumer reported via email that the tampon cotton pulls apart. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.